Manufacturer narrative:
Concomitant medical products: dtbb1d4 crtd; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and elevated short ventricular intervals. There was also a noise warning, oversensing, and low pacing impedance on the rv lead, which was noted to be fractured. The patient was inappropriately shocked due to the rv lead issue. The therapy portion of the rv lead was programmed off. It was noted that this lead to premature battery depletion on the device. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.